Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive this information. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there was unexpected qc, inconstant results, and results not consistent with patient clinical condition."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there was unexpected qc, inconstant results, and results not consistent with patient clinical condition."